Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the catheter was then cut and retrieved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information received on december 11, 2018 according to the complainant, during the procedure, the physician did not feel comfortable trying a second clip; therefore, they cut the device and finished the procedure without placing more clips due to fear it may happen again.

Manufacturer narrative:
Problem code captures the reportable event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the catheter was then cut and retrieved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.